Manufacturer narrative:
This is in regard to the speaker received in the product investigation lab (pil) with the allegation of: ¿check vent: primary alarm failed¿ (motor speaker fail, diagnostic code 1102). The product investigation lab verified, through temporary installation of the suspect speaker into the standard test bed (stb), that the 1102 diagnostic code did not recur during system operation. In addition, pil engineering confirmed that the speaker produced a distinct audible alarm under induced alarm conditions. Electrical testing of the voice coil and associated wiring demonstrated resistance values within specification, with no abnormalities identified. Based on the investigation, the reported condition could not be reproduced. The speaker was found to function as designed and met all engineering requirements. The allegation has therefore resulted in no problem found (npf).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that the device is getting error code 1102 primary alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. An authorized service provider (asp) confirmed the reported problem. The asp replaced the speaker #1 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.